Event description:
The hcp reported that the pt was experiencing itching. The pt came in to the clinic for a dose adjustment and concentration change. They were also given oral baclofen at that time with no effect. The pt returned for a second dose adjustment and concentration change. During the reprogramming session, the pump was inadvertently programmed to give a bolus every 2 minutes; for a total of 28,179 mcg/day. They subsequently was unable to be awakened by their family and they brought them back to the clinic. At that time, the pt was unable to stand up due to severe weakness; however, was awake although disoriented. The hcp withdrew cerebrospinal fluid and filled the pump with preservative free normal saline. About 12 hours later, the pt was able to stand up. The pt is "doing fine now" with no physical effects but the pt and family have "some anxiety" regarding this event.